Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "damaged components received from supplier". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 different foley kits with provided lot #nghz0452 and lot #nghx2265 was experiencing issues with cracked sterile water syringes. Per follow up via 08may2024, the clinical staff stated they had others with the same issue but did not save the product or lot number.

Event description:
It was reported that 2 different foley kits with provided lot#nghz0452 and lot# nghx2265 was experiencing issues with cracked sterile water syringes. Per follow up via 08may2024, the clinical staff stated they had others with the same issue but did not save the product or lot number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.